Event description:
While using a byte day aligners, patient reported that their lower teeth could use some movement. Their bite feels fine, but their dental hygienist is worried about how their back teeth not seating completely together. Their dentist referred them to an orthodontist, but they cannot be seen until (B)(6) 2025. Patient has an open anterior/posterior bite, advising patient to take a rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.